Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported the customer received a ¿re-scan in 10 minutes¿ error message on the adc freestyle libre sensor after a day of wear. Due to the sensor error message, the customer was incapable of monitoring blood glucose and experienced symptoms of fatigue and sweating, and was unable to self-treat. The customer had contact with a nurse who obtained an unspecified reading on an unspecified meter and treated the customer with syrup and cakes for hypoglycemia diagnosis based on the reading. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported the customer received a ¿re-scan in 10 minutes¿ error message on the adc freestyle libre sensor after a day of wear. Due to the sensor error message, the customer was incapable of monitoring blood glucose and experienced symptoms of fatigue and sweating, and was unable to self-treat. The customer had contact with a nurse who obtained an unspecified reading on an unspecified meter and treated the customer with syrup and cakes for hypoglycemia diagnosis based on the reading. There was no report of death or permanent impairment associated with this event.